Manufacturer narrative:
Results -visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of reddish residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions -based on the complaint history and the evaluation of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the cartridge.

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the back haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted. This cartridge used has not been approved by the manufacturer for use with this model lens.